Event description:
It was reported by the clinician that since an update occurred, discrepancies have been noted in the congenital heart disease diagnosis on various paceart transmissions. It was further reported that physicians have been displayed as referring physicians when they are not the referring physician. No patient involvement or complications were reported.

Event description:
It was reported by the clinician that since an update occurred, discrepancies have been noted in the congenital heart disease diagnosis on various paceart transmissions. It was further reported that physicians have been displayed as referring physicians when they are not the referring physician. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.